Event description:
Device malfunction: foot break. Time of malfunction: unk. Symptoms/ae: none. It was reported that a physician, trained in the use of the proglide device, attempted common femoral arteriotomy closure after a diagnostic procedure. Reportedly, a cuff miss occurred and hemostasis was achieved with manual compression. During device eval on 2/22/08, a posterior foot break was found. There was no adverse pt effect. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: the full suture was returned still inside the device with needle tip. The plunger was returned with both cuffs attached to the link. The posterior cuff tabs were still bent and undisturbed indicating a posterior cuff miss occurred. The posterior foot was broken. The root cause for the cuff miss and foot break is undetermined. No mfg issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.